Event description:
It was reported that this pacemaker recorded an inappropriate atrial tachy response (atr) episode due to farfield oversensing of ventricular signals in the atrial channel. Technical services (ts) suggested reprogramming options such as adjusting blanking. This pacemaker remains in service. No adverse patient effects were reported.